Manufacturer narrative:
One used device was returned for evaluation. Visual examination showed the needle tip was missing: only a portion of the needle remained within the needle retractor. No functional testing could be performed with the returned device. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed with a similar part number and found no discrepancies. Functional testing of random samples for this product type (4 total) found the needles could be successfully retracted into the safety mechanisms with no breakage occurring. Two devices were used in simulated testing and duplicated the condition seen on the returned sample only when excessive downward and upward force was applied after the safety mechanism was activated. Based on the evidence, the root cause was unable to be determined; the most probable cause was related to the needle breaking after distribution.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Reported as 4-16 years of age.

Event description:
It was reported that the port-a-cath needle was in use with a patient for infusion for a 28 day biological agent via port-a-cath. Blinatumomab was being infused at a rate of 5ml/hr through patient's portal system. Upon awakening in the am, blood was noted on dressing and the staff noted that the needle had broken off leaving a portion of the metal needle in patient's portal system. Later the patient was examined via x-ray and a portion of the metal needle was verified still present in the portal system. The patient went to the operating room for surgical removal of the port-a-cath system. No permanent adverse effects reported.